Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
There is a broken piece on the brake handle and a screw is stripped.

Event description:
Per a communication with invacare (B)(4), the reported issue was not found. The right brake handle is very difficult to adjust. The screws and lower link rod on the right side show signs of having been removed and reinstalled. The item was returned on 5/11/2016 and has been scrapped. There is a broken piece on the brake handle and a screw is stripped.